Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The iab was inserted into the pt on 12/9/97 at 5:00 pm. On 12/10/97 at 7:30 am after iabp for 14 1/2 hrs, the iab leaked and the iab was removed. A second iab was inserted. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: unk-reported 12/22/97. [Pt's current status]: discharged-rpt'd 12/22/97.